Manufacturer narrative:
As of today, the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned, the event will be updated. No additional information is available at this time. If additional information becomes available the event will be updated. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made august 2004. This device was manufactured on or before august 26, 2004 and is included in this population.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.